Event description:
It was reported by a neurologist that a vns patient had a red area on her chest next to the generator site that was possibly infected. The neurologist and neurosurgeon believe the event was unrelated to vns, but no further information as far as cultures were provided to support their assessment. Moreover, additional information from the treating neurologist indicated no cultures were taken and no manipulation or trauma was suspected. Moreover, information from the patient's primary physician confirmed the use of antibiotics to treat the red area on the patient's chest. The redness was reported to be unrelated to vns. At the moment, no further interventions are planned in accordance to the patient's primary care physician.

Event description:
Additional information was received that he patient has been having large pockets of fluid since the generator replacement. The fluid has been drained several times and it continues to fill up again. The fluid is free of bacteria and there is no concern of infection. The reason for the fluid is unknown. Diagnostics are within normal limits (full results not provided). The patient has been referred for a generator replacement. Surgery is likely but has not occurred to date.

Manufacturer narrative:
G.7. Type of report, corrected data: initial report inadvertently did not list type of report, which should have had read 30 day report.

Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but had not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received that product analysis was completed on the generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.